Manufacturer narrative:
(B)(4).

Event description:
(B)(4). No product or data were provided for evaluation. The complaint confirmation of a loss of connection could not be determined. A root cause could not be determined.